Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported but the patient that the implantable cardioverter defibrillator (ICD) was "bad" and needed to be replaced 3-4 months post implant. No patient complications have been reported as a result of this event.